Manufacturer narrative:
Evaluation results: (B)(6) 2011: visually there is blood in the device which indicates that the device was used. Colored water was introduced into the balloon and visually there is delamination of the distal balloon bond which creates a fluid path. Water was introduced through the infusion and pressure lumens and the water flows from where it should. Visually there is a kink in the bellows however this kink does not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record review was performed for lot number 719000 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in april 2010. An opened corrective action to determine root cause of the distal balloon bond delamination is applicable to this event. Trends will continue to be monitored on an ongoing basis.

Event description:
It was reported that the balloon leaked when preparing the catheter. No adverse patient events were reported.